Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for follow up in clinic. It was noted that the implantable cardiac defibrillator was in backup vvi mode. A device download was completed successfully. The patient was reported to be in stable before, during and after the restoration.